Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of cut on the cord near the strain relief was confirmed. The strain relief cable by the scanner end is cut which is exposing the wire. The root cause of the reported issue is use related damage. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - cut on the cord near the strain relief. (B)(6) 2021 - evaluation found wires to be exposed as a result of the cord damage.